Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that during the procedure a dissection at the proximal edge of the stent. Another company's stent was used to successfully treat dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - dissection, as listed in the vision IFU, is a known adverse event associated with coronary stenting. Additionally, the IFU notes: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). As there was no reported product malfunction during the time of the stent implant, there does not appear to be any indications of a product quality deficiency. However, a conclusive root cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.